Event description:
See section h, number 6, event problem and evaluation codes.

Event description:
Doctor implanted two pne leads with no issues. Impedance check was performed after all connections were made and open circuits were observed on left lead and ground pad. The ground pads were replaced but no changes. Once the basic trial cable (btc) was replaced, the open circuits were able to be cleared. Once in recovery to program the patient, an impedance check was performed which reproduced open circuits on the left lead, right lead, and grounding pad. The dressing was removed to troubleshoot the connections, but the same impedance issues remained. The left lead pin and lead junction appeared bent so the epg (trial stimulator) was reset for only one lead configuration with the right lead connection and received a good connection. Tried with the left lead and received an open circuit. Right lead reconnected and resulted in an open circuit. The btc was replaced but no changes. The epg was then replaced and the right lead was connected and had a good connection. Tried the left lead but patient was unable to feel stimulation. Patient was programmed with only the right lead connected for the trial period.